Event description:
Continuing deteriorating condition affecting bladder, bowels, lower left quarter of body and digestive system. Upper back is weakening because of lower back not being able to move. Rptr now has constant arthritis, pain is increasing, still can't sit or stand for extended time and time limit shortening for sit, stand and lying down.